Manufacturer narrative:
The customer did not provide a reference result. The accuracy of customer's results could not be determined without additional information. It is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any non-conformances. The lot meets release specification. Unable to determine root cause from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Customer reported an unexpected high inratio result on one patient. On (B)(6) inratio=>7.5; the nurse stated that inr result prior to the result on (B)(6) was "normal" with no dosage changes the week before. Exact inr value was unavailable. It was noted that multiple drops of blood were added when performing the test.